Event description:
It was reported that after final stem was implanted a trial reduction was performed using a -2.5, 32mm c-taper head trial. During range of motion anteriorly the hip dislocated. When this occurred the trial head disassociated from the stem and became lodged in the patient's pelvic area. After several minutes of trying to retrieve the head and discussions with other surgeons it was decided to leave the trial head in the patient due to medical safety at this time. Additional information provided by sales rep - (B)(4) 2013: trial head was retrieved on (B)(4) 2013 with no complication.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but has not been made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records and complaint history review could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that after final stem was implanted a trial reduction was performed using a -2.5, 32mm c-taper head trial. During range of motion anteriorly the hip dislocated. When this occurred the trial head disassociated from the stem and became lodged in the patients pelvic area. After several minutes of trying to retrieve the head and discussions with other surgeons it was decided to leave the trial head in the patient due to medical safety at this time. Additional information provided by sales rep - (B)(6) 2013: trial head was retrieved on (B)(6) 2013 with no complication.